Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, attributed to consistently selecting the ¿less than¿ meal announcement, which led to algorithm maladaptation. The user performed a full refresh with new supplies, completed pump setup, paired the continuous glucose monitor (cgm) and mobile app, entered weight, and proceeded to bionic mode, with an observed glucose of 281 mg/dl at the time of contact. Symptoms included hypoglycemia and hyperglycemia ranging from 342 mg/dl to 39 mg/dl. Outcomes included troubleshooting and education completed during the call, with assignment for additional training on meal announcements, general ilet best practices, and treatment of highs and lows. Investigation included a remote review and guided setup verification. Investigation of this case revealed user handling contributing to maladaptation of the dosing algorithm due to incorrect meal size announcements. It was concluded, based on previously established findings for similar reports, that the cause was user decision or action.